Manufacturer narrative:
Event conclusion cpi analysis confirmed the allegation of no telemetry or output. However, upon opening the can for further analysis the ipg functioned as expected. The cause of the no output and telemetry condition could not be determined.

Event description:
Event description cpi received information stating that this implantable pulse generator (ipg) was explanted due to loss of output and telemetry capabilities.